Event description:
Information was received from multiple sources (manufacturer representative, user facility, service repair) regarding a device used for spinal therapy. It was reported that the parts/components were broken. There was no patient involvement reported. There were no further complications reported regarding the event.

Manufacturer narrative:
B3: event date is unknown. E2: country of the event is japan. H3: product analysis of product: 9560524, lot no:my22e001. During the incoming inspection, deformation of the handle screw threads, breakage to the bearing, and wear of the joint were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: description event problem updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
]Information was received from multiple sources (manufacturer representative, user facility, service repair) regarding a device used for spinal therapy. It was reported that the parts/components were broken. There was no patient involvement reported. There were no further complications reported regarding the event. Additional information was received as event occurred during pre-operative.